Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open rotator cuff repair procedure on (B) (6) 2009. The pt returned two weeks later and everything looked fine. However, at the four to six week post-operative visit, there was suture spitting and there was serous fluid that built up. The sutures were removed in order to stop the reaction and the pt underwent a procedure to drain the serous fluid.